Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes no telemetry. After emergency vvi was utilized, no sensing was observed. Therefore, the device was replaced.